Event description:
Anesthesiologist observed table controls switching between table lock and table unlock. Also he indicated that batteries were not working correctlyran table through all functions test on battery power and again on ac power. Left table in hall again with brakes 'on'. Returned in afternoon and brakes held. Upon arrival noticed an scd on top the foot pedal stored under table. No problem found